Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos for evaluation. Addtionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the unspecified bd lithium heparin tube there was poor barrier separation of sample and erroneous results. The following information was provided by the initial reporter. The customer stated: "we are not getting good separation and it causes false positive results in the troponin assay."